Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm¿ during daily quality control (qc) on the sample cups on the aia-2000 analyzer. The customer performed an all-set-home and rebooted the analyzer, but the error persists. No obstructions were noted by the customer, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse instructed the customer to inspect the main arm for any issues and inspect the z-bump sensor and found the flag was not in the center of the sensor. Fse guided the customer with repositioning of the flag to the middle of the sensor to resolve the issue. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4224) interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to misalignment of the z-bump sensor flag.